Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure in 2011 and mesh was implanted. The patient reported experiencing severe pain since 2015. The patient has also experienced nerve damage and erosion in the pelvic region. The mesh remains implanted. No additional information was provided.